Event description:
Three endeavor sprint drug eluting stents were implanted in the 1st diagonal branch during the index procedure. An angiographic complication of dissection occurred during the index procedure.

Manufacturer narrative:
(B)(4).